Manufacturer narrative:
Concomitant medical: product ID neu_ens_stimulator, product type: external neurostimulator. (B)(4).

Event description:
It was reported that there was high impedances greater than 10000 ohms. This was noted to have been found during device servicing. The trial lead was noted to have not been implanted. Impedance testing and reprogramming was performed. The patient had not been feeling paresthesia. Upon impedance testing, the mentioned impedance issue was found on varying electrodes with different trialing cables. It was then noted that the lead was replaced and the patient began perceiving paresthesia. The patient was noted to be alive with no injury. No further follow-up was required as all known information was provided.